Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H10: reference MFR numbers: 1221359-2022-01593, 1221359-2022-01594.

Event description:
The consumer reported 3 false positive results with the binaxnow covid 19 antigen test. Confirmation testing was performed by pcr and generated negative results. No additional patient information, including treatment and outcome was provided. This is number one (1) of three (3) reports.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 179269 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 179269, test base part number 195-430h/ lot 172977. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 179269 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient/validation samples. H10: reference MFR numbers: 1221359-2022-01593 through 1221359-2022-01595.